Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1446, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The husband of the consumer stated that she suffered daily for many years because of essure. He had no doubt that essure almost caused her to die. Since she had essure removed, which came with many complications and many extra surgeries, she was learning how to be a wife and mother again. Essure did so much damage to her, to her body that she will always suffer from long term effects because of essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time interval she had essure removed. This event, interpreted as medical device removal, was considered serious due to medical importance and is listed in the reference safety for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. This case was reported with very limited information and the exact reason for essure removal was not specified, neither was the exact removal method. However, given the nature of this event, causality with essure cannot be excluded, and since a device removal was required this case was regarded as incident. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.